Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011 the lay user/patient in france contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 483 mg/dl and 391 mg/dl on the reported meter within 20 minutes. The test strips were in good condition and within opened expiration dating and the patient's technique was correct. The patient did not experience any symptoms or seek any medical attention. The patient did not suffer any injury due to the reported meter. This complaint is being ruled out as reportable based on the following conclusions: the patient experienced no symptoms and he denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.